Manufacturer narrative:
The customer reported the luer hub fell off and returned a photo and a sample of material mz5302, lot 23129197. Upon initial visual examination, the set verified the report, and the complaint is verified. The sample was examined and tested with a water infusion from a bd 25 ml syringe. There were no leakage, connection, or other issues observed with the set during infusion testing. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that upon attaching t- connector (bd maxzero lot #23129197) to pts IV, t connector hub broke off. T connector unable to be disconnected from IV catheter, and pt ultimately lost IV. When placing new IV with new t-connector from IV start kit (lot # 2024092090), t-connector connection broke again and unable to use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.